Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's replacement was canceled due to other health reasons. The patient is waiting to be rescheduled in order to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt feels burning by battery during charging at times and even when he sat down without charging a couple times. Rep saw patient (B)(6) 2021 for some normal reprogramming and was not reported as an issue then. Issue not yet resolved. Additional information was received from the manufacturer representative (rep). It was reported that the cause was not determined. No actions/interventions have been taken. The issue has not been resolved. Per the rep, the patient has an upcoming appt that they will try to attend and ask more questions and troubleshoot if possible. It was reported the patient was mistaken and appt was on (B)(6) 2021. Rep met with the patient on (B)(6) 2021. The rep reported they ran system check-all connectivity and impedances were perfect. Physician offered to change out to new upgraded intellis battery. Patient accepted and will be replaced (B)(6) 2021.